Event description:
It was reported that patient enrolled in a clinical study underwent left total hip arthroplasty on an unknown date. Subsequently, patient was revised multiple times on unknown dates. On (B)(6) 2012, patient underwent a revision procedure with irrigation and debridement. The polyethylene liner and femoral head were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-05686 / 05687).

Event description:
It was reported that patient enrolled in a clinical study underwent left total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised multiple times on unknown dates. On (B)(6) 2012, patient underwent a revision procedure with irrigation and debridement due to infection. The polyethylene liner and femoral head were removed and replaced. Additional information received in operative report noted patient underwent a revision procedure on (B)(6) 2012 due to infection. Operative report further noted patient experienced pain with difficulty walking, feeling malaise, abdominal pain eight days prior to revision procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-05686 / 05687).